Event description:
Caller reported that pump battery would not charge. There was no adverse impact to customer¿s blood glucose level. A usb cable was used to resolve the issue. No further assistance was required.